Event description:
The hospital reported that two heartstring iii failed to deploy. The sales rep will follow up with the hospital for further details on the product experience.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor were inside the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review could not be performed as the product lot number is unk. (B)(4).